Event description:
During device change out for normal eri, externalized conductors were observed between the rv and svc coil. Lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.